Event description:
It was reported that inaccurate waveform was observed and does not draw less than 24 hours post insertion. It was also indicated that possible inaccurate values were also observed. There was no patient complications reported.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
We received one single dpt kit for evaluation. The dpt zeroed and sensed pressure accurately on the pressure monitor. Electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. There was no leakage or occlusion noticed from the dpt kit during pressure testing. The kit was primed and flushed (with attached IV catheter) without any indication of flow restriction or occlusion. IV catheter was clear and patent. No visible defect was observed returned kit. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.